Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci universal surgical manipulator (usm) involved with this complaint to perform failure analysis. In the system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where friction test was found to be failing on the insertion axis. The complaint was confirmed based on the field evaluation/failure analysis. The root cause was attributed to friction at the ball screw in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system sustained its full functionality; they kept on using it in 4-arm configuration. No procedures were cancelled for this reason.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system before surgical ports placement, the customer reported resistance in the insertion axis and stated that the instrument did not engage properly on universal surgical manipulator (usm) arm 3. The procedure was completed with no report of patient injury.